Manufacturer narrative:
Conclusion - representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements. Corrected information: the actual device batch number associated with this event is not known. The following possible batch numbers: batch gle774, mfg date: 10/01/2013, exp date: 07/31/2018. Batch elb278, mfg date: 10/01/2012, exp date: 07/31/2017. In addition, a review of the batch manufacturing records for the possible batch number gle774 was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a excision of a mass on their back on an unknown date and suture was used. After a week, the suture broke. The patient was reexamined and the suture was unraveled. The knots were present at the ends of the suture site. There were no adverse patient consequences.